Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing during a laparoscopic sleeve gastrectomy, there was poor staple formation and an incomplete staple line centrally which resulted in bleeding at the staple line. It was also reported that the device locked on tissue and it was removed leaving a misformed staple line. The surgeon fired another reload in order to avoid leakage and complete the case. The patient was not okay and probably would be admitted for a mini bypass. It was also reported that the incision was extended by more than 1 inch and that there was an unanticipated tissue loss and tissue damage. The surgical time was extended for 30 minutes or more and the event led to extended patient hospitalization.

Event description:
According to the reporter, at the second firing during a laparoscopic sleeve gastrectomy, there was poor staple formation and an incomplete staple line centrally which resulted in bleeding at the staple line. The stapler was not completely locked on the tissue but it was stuck and the surgeon moved the stapler in order to remove the stapler from the tissue. The surgeon fired another reload in order to avoid leakage and complete the case. It was also reported that the incision was extended by more than 1 inch and that there was an unanticipated tissue loss and tissue damage. The surgical time was extended for 30 minutes or more and the event led to extended patient hospitalization. The patient had to endure vomiting and nausea postoperatively. The patient was re-admitted to mini gastric bypass.

Manufacturer narrative:
Additional information: d4 (expiration date, lot number). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the video started with the I-beam at approximately the 3cm mark. Firing was seen to start, and tissue was seen to extrude distally. The I-beam was then retracted, and the jaws were opened. Malformed staples and staple line bleeding were seen in the staple line. An unknown staple line reinforcement material was seen to be used in conjunction with the reload. It was reported that the staples did not form as expected, unexpected bleeding occurred along the staple line, and staples were missing from the staple line after firing. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws of the device remained closed on tissue after firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not use the signia¿ intelligent loading unit more than 12 times for a maximum of 12 firings per loading unit. The use of the cartridge with staple line reinforcement material may reduce the number of firings. The use of staple line reinforcement material with the loading unit may require an increased firing force and may reduce the number of times the device may be fired. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.